Event description:
During the preventative maintenance (pm) on the da vinci surgical system by a field service engineer (fse) it was found that the axis 7 cable on the patient side manipulator (psm) arm 1 was frayed. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart (psc) that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.

Manufacturer narrative:
The psm arm was returned to isi for failure analysis investigation. Failure analysis confirmed the reported failure mode. Inspection of the psm found that one of the mechanical cables along axis 7 was frayed. Both of the axis cables were replaced to repair the psm. Failure analysis investigation also found that the psm failed a weighted brake drop test. Axes brake 1 and brake 2 were replaced to repair the psm. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis. Although there was no patient involvement and the failure mode was found during failure analysis evaluation, if this malfunction were to recur it could likely cause or contribute to an adverse event.